Event description:
It was reported that following an unspecified stenting treatment procedure, the unspecified epic stent migrated to an unspecified location. The pt's current condition is unk. Additional info was requested, but is not available. This product is only ous approved, but is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.